Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The screen brightness check failed.; cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. It was identified that the cause for the screen brightness issue was due to a short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The go/ no go gauge check passed. The load cell verification passed. A 15-minute 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. During the treatment a vibration was heard coming from the cycler. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed found a previous blank screen. The front panel assembly was replaced. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler is noisy during all phase of treatment and is alarming with a scale reading error. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had a short.